Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds. It was noted that the patient did not feel well. The ra lead remains in use. No patient complications have been reported as a result of this event.